Event description:
Scheduled visit to d/c PICC per md order. When attempted to remove line, 4 cm removed with minimal resistance then catheter broke off and retracted back into insertion site and unable to retrieve. Call to 911 and pt sent to ER via ambulance and line was removed in radiology without difficulty. Pt denied any cardiac signs or symptoms or difficulty breathing at time of incident. Vital signs stable.